Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported a patient had to be returned to the operating block to remove the catheter/probe as the balloon would not deflate. A piece of urethral catheter was introduced to try to pierce the balloon with no success. 10ml of sterile water was re-injected to burst the balloon with no success. A cystoscopy was performed, and the presence of the inflated balloon was confirmed. Forceps and a gastric biopsy with a needle were used to pierce the center of the balloon which was successful.